Event description:
It was reported that the patient returned to the doctor's office a few days after a bulking implant procedure and reported having voided the implant material. The patient was incontinent again but otherwise was doing fine.the patient did not report experiencing any other complications prior to passing the material. The doctor did not scope the patient. No additional information or further complications were reported.